Event description:
Patient was being evaluated when this rn noticed a discrepancy in the hr as he visualized both the telemetry monitor and the patient at rest while being questioned. This rn reviewed telemetry and revealed the rate that had been recorded per telemetry was actually between 250-300 beats/minute, also noting prior telemetry had also been reading the hr inadequately. Md notified of this discrepancy and stat EKG done. Biomed paged to telemetry, unknown cause at this time, requires follow-up. Patient was asymptomatic throughout morning, however this patient has come in this admission for syncope and collapse. At least eight similar incidents involving incorrect information from telemetry were recorded on the unit within a short time, and clinical users expressed that such events have happened before; it is a recurring problem. Further reports include issues: telemetry monitor picked up the incorrect heart rate - it said the heart rate was 101 but it was really 150; telemetry monitor showed vtach and vfib while patient had pulse and was not having any problems. The leads were taken off and monitor still showed vfib. Telemetry monitor alarmed for hr 39 but pt heart rate was 114. Telemetry monitor showing sp02 of 29%- not accurate, rn in room talking with pt at time of event;interferences with telemetry monitoring, heart rythm faded; others.what was the original intended procedure?telemetry monitoring.device #1is this a laboratory device or laboratory test?no.